Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarm. The tsr said all new supplies were needed. The home patient (hp) would start over. The tsr said that they should contact the registered nurse (rn) about the alarm. The tsr had the hp cycle the power to get system error 2367 and again to get back to the start. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was used, the patient extension line was attached prior to priming, the hp did not disconnect any time prior to the alarm, all of the bags were not properly connected, and the supplies were not damaged by an outlet clamp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.